Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d5. A getinge field service engineer (fse) after cross-checking with another customer safety disk, it is found that safety disk is defective and needs replacement. Safety disk replaced with new one s/n (B)(6), machine ran for 6-7 hours on trainer, all parameters check and found ok and the machine is handed over in good working condition.

Manufacturer narrative:
Due to character limit in e1 event site name and address is (B)(6). Ltd., contact person phone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 had leak in iabp catheter. No patient involved. No harm occurred.